Event description:
It was reported when using the unspecified bd vacutainer tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: the gel is not migrating in sst tubes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the gel is not migrating in sst tubes." Customer states staff is being retrained to follow the correct procedures and educational material has been sent from bd rep to educate staff. Customer requests case be close.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the gel is not migrating in sst tubes." Customer states staff is being retrained to follow the correct procedures and educational material has been sent from bd rep to educate staff. Customer requests case be close. D2: common device name: bd vacutainer® sst¿ blood collection tube. D.3 medical device manufacturer: becton, dickinson & co., (bd). D.4. Unique identifier (UDI) # (B)(4). D.4. Medical device lot #: 2291362. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2022-10-18. D.4. Medical device lot #: 2266621 d.4. Medical device expiration date: 2023-09-30 h.4. Device manufacture date: 2022-09-23 d.4. Medical device lot #: 2258776. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-09-15. D.4. Medical device lot #: 2278257. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-10-05. D.4. Medical device lot #: 2266623 d.4. Medical device expiration date: 2023-09-30 h.4. Device manufacture date: 2022-09-23 d.4. Medical device lot #: 2231682. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-08-19. G.1. Manufacturing location: becton, dickinson & co., (bd). G.5. PMA / 510(k) #: bk050036.

Manufacturer narrative:
H3. Material #: 367986; lot/batch #: 2291362, 2266621, 2258776, 2278257, 2266623, 2231682. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the gel is not migrating in sst tubes." Customer states staff is being retrained to follow the correct procedures and educational material has been sent from bd rep to educate staff. Customer requests case be close.